Event description:
It was reported patient was admitted to our department for routine chemotherapy after being diagnosed with lymphoma over a year ago following detection of hiv positivity. On november 4 at 15:20, an ultrasound-guided central venous catheter placement was performed per medical orders. No significant abnormalities were detected during preoperative catheter flushing. The catheter was successfully positioned and secured. After withdrawal of the guidewire, flushing with saline solution revealed leakage at the 52-53 cm mark along the external catheter line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.